Event description:
Customer called lfs in 2002 alleging their ot ultra's memory was erased and customer was not able to recall results from memory. The issue was not resolved with troubleshooting. No serious injury or adverse event reported. Meter has been replaced.